Manufacturer narrative:
(B)(4). The batch/lot number was not provided for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during an unknown procedure, the cartridge fell off when it was loaded into the device. No pieces fell into the patient. Another cartridge was used to complete the case. There were no adverse consequences to the patient.